Manufacturer narrative:
(B)(4) date sent to the FDA; 08/11/2020 the following information was requested, but unavailable: how many devices were involved in this single procedure? How many days post-op did the "untied knots" occurred? Were there any patient consequences related to this event? What was done to complete the procedure successfully? Any prescribed medication/ treatment provided? If yes, please provide medicine name, strength and dose was any surgical intervention performed specifically re-suturing? Procedure name and date? Event date? Device return status/follow up? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/06/2020. A manufacturing record evaluation was performed for the finished device batch plp747, xn18506g and no non-conformances were identified. Additional h3 investigation summary: an opened box with eleven unopened samples of product code 18506, lot #: plp747 were received for evaluation. During the visual inspection of eleven unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force with knot was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:"knots open again":please clarify: how many devices were involved in this single procedure? How many days post-op did the "untied knots" occurred? Were there any patient consequences related to this event? What was done to complete the procedure successfully? Any prescribed medication/ treatment provided? If yes, please provide medicine name, strength and dose was any surgical intervention performed specifically re-suturing? Procedure name and date? Event date? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the knots opened again. There were no adverse patient consequences reported. Additional information will be requested.